Manufacturer narrative:
Pharmacovigilance comments: the serious events of implant site swelling, erythema, induration, nodule and bruising were considered expected and possibly related to the treatment. Potential contributory factors include concomitant treatment with voluma. Administration of hyaluronidase might also have contributed to the event of induration. This case meets the criteria for expedited reporting to regulatory authorities due to the intervention with incision and drainage reported in follow-up information. Engineering evaluation: the events are expected. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14666 and 14814. Galdmera laboratories, l.p. Is submitting this report on behalf of q-med ab. Exemption number: e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 and a follow up report on 29-aug-2017 by a physician which refers to a (B)(6) female patient. This case was initial assessed as non-serious/ not reportable, however due to the additional information received on 29-aug-2017, the case has been reassessed as serious/reportable. Medical history of hearing loss with cochlear implant. No allergies or previous filler use history were reported. Reported concomitant treatments included an unknown amount of voluma [juvederm voluma] in the medial cheeks and chin. On (B)(6) 2017, the physician reported the patient received treatment with 2.0 ml restylane-l (lot 14666, 14814) under the eyes, lateral infra orbital hollow, inter medial cheeks with a 27 gauge needle and cannula technique. The patient also received 2.0 ml restylane defyne (lot 14981) to the marionette lines, nasolabial folds and the lines on the corners of her mouth with a 25 gauge needle and cannula technique. Four (4) months later, on (B)(6) 2017, the patient experienced extreme/severe swelling making eyes closed (implant site swelling), bruising (implant site bruising), redness (implant site erythema) and nodules (implant site nodule) around the eyes. On (B)(6) 2017, treatment for the adverse event included 2 rounds of medrol dose pak [methylprednisolone], two rounds of unspecified antibiotics, 300 units of hylenex [hyaluronidase] on five occasions which resulted in hard bumps (implant site induration) after treatment with hylenex. The physician reported an incision and drainage was performed under the eye with a culture and sensitivity test. No lab test results were reported. Outcome at the time of the report: swelling making eyes closed, bruising, nodules, hard bumps and redness were not recovered/not resolved.